Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient fell on (B)(6) 2020 with a low flow alarm that did not register in the event log. It was reported that the last low flow captured was 2.2 around 13:00 on (B)(6) 2020. A log file review was requested. There have been some low flows associated with high pi readings on (B)(6) 2020 between 13:00:13 to 13:18:08. These look to be physiological in nature. While there may be a number of possible reasons for this, it seems two common reasons are hypertension or hypovolemia. There were no other unusual events seen within the log file. The patient had dialysis on (B)(6) 2020 with 1.5 liters off after a mems of 19 (normal mems 23-25 for pt). Had a low flow alarm and patient fall on (B)(6) 2020 after dialysis that day. The patient was brought to us by emergency medical system yesterday (B)(6) 2020 at 14:10. The low flow during the this time was preceding her arrival to us was a trigger by the family for ems along with stroke like symptoms. Map was 58 with ems and 96 on arrival to emergency department. Brain bleed found on computed tomography scan. Currently we are in operating room for hematoma evacuation. It was reported that the patient experienced a hemorrhagic stroke and has had a prior history of stroke with residual right sided weakness. Date of fall was (B)(6) 2020. Date patient in ed (B)(6) 2020. Patient had hemodialysis the day of the fall with 1.5l fluid removed. The fall was reported to have occurred around 10pm the night of (B)(6) 2020. No alarms were reported at the time of the fall (log files were sent to assess information/trends that may have been recorded at the time of the fall that the patient/caregiver may not have been aware of or were been recorded on the device display) per patient¿s vad coordinator, cadiomems was 19 that day with a usual pad 23-25. Patients daughter stated that with prior dialysis sessions where they took off ¿too much¿ she had to make a trip to the ed. Per caregiver goal inr 1.8-2.2. Inr on admission to ed 2.3. The patient had underwent a CT scan, labs and a physical exam. Prehospital low flow alarms resolved before without intervention. (Transient). (B)(6) 2020 in ed, the patient was light headed with pain in the left hip and leg. Prompting ems call: weakness dizziness, low flow alarm around 1300, generalized weakness and unable to stand. Patient was admitted to cvicu. On (B)(6) 2020 the patient reported to the or for right craniotomy for evacuation of subdural hematoma. Currently continuing to monitor neurological status, maintain blood pressure within neurosurgery guidelines, keep inr at 1.3 per neurosurgery guidelines (continuing to work with neuro and ICU teams as to when anticoagulation for lvad can resume).

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed multiple low flow events; however, a specific cause could not conclusively be determined through this evaluation. A direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported stroke and renal dysfunction could not be conclusively established through this evaluation. The submitted log files contained low flow alarms when the estimated flow decreased below a threshold of 2.5 lpm for 10 seconds or more. The pump speed remained within the set speed parameters for the duration of the log file, and the system appeared to function as intended. The patient had hemodialysis on (B)(6) 2020 with 1.5 liters of fluid removed. The patient had a fall later that night at approximately 22:00:00. It was reported that the patient¿s family noticed low flow alarms and stroke-like symptoms on (B)(6) 2020 and emergency medical services (ems) was contacted, who took the patient to the center. Symptoms on (B)(6) 2020 in the ed included lightheadedness and pain in the left hip and leg. The symptoms that prompted the ems call included weakness, dizziness, low flows around 1300, generalized weakness, and inability to stand. Mean arterial pressure (map) was 58 with ems and 96 on arrival to the emergency department (ed). Per the caregiver, the goal international normalized ratio (inr) was 1.8-2.2 and inr was 2.3 on admission to the ed. It was reported that the diagnostic tests that were utilized were CT scan, labs, and a physical exam. The pre-hospital low flow alarms resolved before admission with no intervention; they were transient. A brain bleed was found on a computed tomography (CT) scan. The patient was admitted to the operating room (or) for hematoma. On (B)(6) 2020, the patient was in the or for a right craniotomy for evacuation of subdural hematoma. It was reported that the patient had a hemorrhagic stroke. The patient was admitted to the cardiovascular intensive care unit (cvicu). Treatment/plan of care are as follows: currently continuing to monitor neurological status, maintain blood pressure within neurosurgery guidelines, keep inr at 1.3 per neurosurgery guidelines. Currently continuing to work with neuro and ICU teams as to when anticoagulation for left ventricular assist device (lvad) can resume. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2019. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) lists stroke and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. The heartmate 3 lvas IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was diagnosed with stage 3 chronic kidney disease (ckd) in 2018, about 1 year prior to implant, but was not dialysis dependent prior to implantation of the lvad.